Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker displayed safety mode during an interrogation of the device. Afterwards, the patient experienced pocket stimulation. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed reversion to safety mode and pocket stimulation.

Event description:
It was reported that this pacemaker displayed safety mode during an interrogation of the device. Afterwards, the patient experienced pocket stimulation. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.